Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; within an opened pipeline flex inner pouch; and within a dispenser coil. The pushwire was returned outside the phenom 27 catheter. ¿ damage location details: no bent or kink was found with pushwire. No damage was found with hypotube. However, the shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No other anomalies were observed. ¿ testing/analysis: na ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at distal as the distal and proximal ends of pipeline flex braid were fully opened and damaged. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex more than two times. It was reported that the pipeline was resheathed more than 2 times. However, based on the analysis finding, the phenom 27 catheter was confirmed to be kink/damaged as the catheter body was found to be kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex that failed to open at the distal end which was damaged and the phenom 27 catheter was damaged as well. The patient was undergoing a procedure for flow diversion treatment of an unruptured saccular aneurysm of the right internal carotid (ica) on the dorsal side. The aneurysm max diameter was 3.81mm and the neck diameter was 3.13mm. Vessel tortuosity was moderate. It was reported that the devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per IFU. After delivery, the pipeline failed to open at the distal end despite repeated attempts. It was noted that less than 50% of the pipeline was deployed when the pipeline failed to open. The pipeline was resheathed more than 2 times. Imaging then showed the distal tip of the pipeline appeared frayed. Both the pipeline and the phenom catheter were retrieved from the patient's body and it was confirmed that both devices were damaged; the phenom 27 catheter was twisted and bent. Both devices were replaced to complete the procedure. There was no harm or injury to the patient.